Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0qbqv, implanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0qbqv, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# va0qbqv, implanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0qbqv, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The health care professional of a clinical study reported there was an infection of the stimulator. The patient did yard work on (B)(6) and experienced night sweats and the area around the stimulator became hot to the touch. The patient went to the clinical five days later for their post-operative visit. The site was examined and redness, erythema, and warmth was noted. The redness and erythema at the incision site tracked up the leads to the neck. There was also a large amount of subcutaneous fluctuant fluid. Intervention included administration of bactrim ointment. The etiology was the stimulation pocket and the event was noted as related to the device or therapy and possibly related to the implant procedure. The cause of the infection was unknown and the outcome was ongoing. Surgical intervention has not occurred and has not been planned. If additional information is received a follow-up report will be sent. No patient medical history was noted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare professional of a clinical study reported the possible infection of the ins was updated to (B)(6) infection in ins. Lab work results indicated infection at the implantable neurostimulator (ins) pocket and superficial chest wall infections/cellulitis at the generator pocket site which was (B)(6). A computerized tomography (CT) scan without contrast was done with no acute findings. Lab work results indicated that the (B)(6) at the ins pocket site was resolved. The ins and extensions were explanted on (B)(6) 2015 and replaced on (B)(6) 2015. The event was resolved without sequelae. Additional review also indicated that there was puffiness at the ins site.